Event description:
The pump was received at the service facility with a note stating "free flow on #1". In following up with the customer it was reported that the pt received 500 ml of a "potent" medication in only one hour when it should have infused over approx. Eight hours. No ill pt affect. No medical or surgical intervention was required. No addl specific clinical info was received.